Event description:
Balloon ruptured.

Manufacturer narrative:
The following analysis has been performed on the returned product: visual examination:-the balloon exhibited a circumferentially-directed tear, 2.2cm distal to the proximal balloon seal. The inner body was noted to be fractured distal to the distal marker band. The distal balloon, the distal inner body segments, and the actual csi used were not returned for analysis. Microscopic examination: further evaluation using a scanning electron microscopy on the surface of the balloon material revealed evidence of surface abrasion on the proximal balloon area near the tear edge. Although initially reported that the markerbands remained within the vessel, both markerbands were still on the inner body. Although the exact cause for the balloon damage could not be determined, it appears that the inner body fractured due to the force required to withdraw the catheter exceeding its design limits. Cordis is investigating this phenomenon.